Manufacturer narrative:
The lead was explanted and replaced and returned for analysis. Upon receipt the lead was found cut 16 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. In the distal lead fragment, 16 cm proximal to the lead tip the conductor cable leading to the ring electrode was found missing. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 15 cm to 14 cm proximal to the lead tip the insulation was found damaged due to wear. In this region a fracture of the conductor cable leading to the ring electrode was noted. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was noted that this rv pacing lead did not capture at all, and impedance was low. Also, noise was observed on iegm, and seemed there is a issue at rv lead tip or ring. It is under discussion to replace the rv lead.